Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an essure coil embedded within the proximal aspect extending into the right cornu') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included premature ovarian failure and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full),and bilateral salpingo-oopeherectomy due to complication from essure(B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, embedded device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results: on (B)(6) 2017, operative findings revealed significant amount of adhesions at the bladder flap. Grossly normal appearing uterus, ovaries and tube bilaterally. Cystoscopy revealed bilateral ureteral jets and normal bladder mucosa. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: an essure coil embedded within the proximal aspect extending into the right cornu. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- new events depression and mental anguish were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an essure coil embedded within the proximal aspect extending into the right cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included premature ovarian failure and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), pelvic pain ("severe pelvic pain/pain"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full),and bilateral salpingo-oopeherectomy due to complication from essure((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, menstrual disorder, depression, anxiety and menorrhagia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff received treatment for pain. Diagnostic results: on (B)(6) 2017, operative findings revealed significant amount of adhesions at the bladder flap. Grossly normal appearing uterus, ovaries and tube bilaterally. Cystoscopy revealed bilateral ureteral jets and normal bladder mucosa. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: an essure coil embedded within the proximal aspect extending into the right cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome for the event "severe pelvic pain/pain" was added as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an essure coil embedded within the proximal aspect extending into the right cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included premature ovarian failure and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), pelvic pain ("severe pelvic pain/pain"), depression ("depression"), anxiety ("mental anguish") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full),and bilateral salpingo-oopeherectomy due to complication from essure((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, pelvic pain, menstrual disorder, depression, anxiety and menorrhagia outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results: on (B)(6) 2017, operative findings revealed significant amount of adhesions at the bladder flap. Grossly normal appearing uterus, ovaries and tube bilaterally. Cystoscopy revealed bilateral ureteral jets and normal bladder mucosa. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: an essure coil embedded within the proximal aspect extending into the right cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an essure coil embedded within the proximal aspect extending into the right cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included premature ovarian failure and paratubal cyst. On(B)(6) 2015, the patient had essure inserted. In(B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), pelvic pain ("severe pelvic pain/pain"), depression ("depression"), anxiety ("mental anguish") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full),and bilateral salpingo-oopeherectomy due to complication from essure((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, pelvic pain, menstrual disorder, depression, anxiety and menorrhagia outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results: on (B)(6) 2017, operative findings revealed significant amount of adhesions at the bladder flap. Grossly normal appearing uterus, ovaries and tube bilaterally. Cystoscopy revealed bilateral ureteral jets and normal bladder mucosa. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: an essure coil embedded within the proximal aspect extending into the right cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("an essure coil embedded within the proximal aspect extending into the right cornu") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included premature ovarian failure and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oopeherectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered embedded device, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results: on (B)(6) 2017, operative findings revealed significant amount of adhesions at the bladder flap. Grossly normal appearing uterus, ovaries and tube bilaterally. Cystoscopy revealed bilateral ureteral jets and normal bladder mucosa. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: an essure coil embedded within the proximal aspect extending into the right cornu. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. New events added- an essure coil embedded within the proximal aspect extending into the right cornu and did not underwent essure confirmation test. On (B)(6) 2018: fup 1 and fup 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.